Event description:
It was reported the hemostasis valve was loose. After receiving the product, (B)(4). Inspected the product and found that the rubber of the valve was torn.

Manufacturer narrative:
One braided swartz introducer was received for eval. Review of the device history record confirmed the following lots met mfg requirements prior to shipment. In conclusion, visual and functional inspection confirmed a leak at the silicon hemostasis seal in the hub. The hemostasis seal hub was disassembled which revealed the proximal silicon hemostasis seal was torn and was missing material from both the top and the bottom slit. The tear was circular and had the appearance typical of damage from a brk needle tip. The distal silicon hemostasis seal had missing material and uneven edge along the bottom slit. Review of the database revealed no similar reported incidents for this lot#. The st jude medical instructions for use states "do not remove dilator or catheter rapidly. Damage to valve may occur, potentially compromising hemostasis", and also states, "make sure that the stylet is locked onto the hub of the brk needle. Then insert the needle into the dilator". (B)(4)